Event description:
Patient receiving enteral feeds and medication through ng tube. Pump alarmed downstream occlusion. Tube was removed. Upon removal, it was noted that the ng tube was not intact. Abdominal x-ray showed that a fragment of the ng tube was retained in patient's stomach.